Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported in a literature article that in a retrospective study conducted to determine the influence of renal impairment (ri) on neurological outcomes following mechanical thrombectomy in 110 patients with acute vertebrobasilar stroke between march 2015 and december 2020, 16 patients died (8 patients died during hospitalization after mechanical thrombectomy and 8 died at 3 months) and 11 patients (2 with renal impairment and 9 without renal impairment) had intracranial hemorrhage. Multiple devices were used in different patients and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all 11 intracranial hemorrhage events covered within this literature source.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported in a literature article that in a retrospective study conducted to determine the influence of renal impairment (ri) on neurological outcomes following mechanical thrombectomy in 110 patients with acute vertebrobasilar stroke between march 2015 and december 2020, 16 patients died (8 patients died during hospitalization after mechanical thrombectomy and 8 died at 3 months) and 11 patients (2 with renal impairment and 9 without renal impairment) had intracranial hemorrhage. Multiple devices were used in different patients and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all 11 intracranial hemorrhage events covered within this literature source.